Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and calcified internal carotid artery. A 3.0mmx30mmx135cm sterling balloon catheter was advanced for post-dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the balloon ruptured while increasing the pressure from 3 atmospheres to 4 atmospheres during the initial inflation.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and calcified internal carotid artery. A 3.0mmx30mmx135cm sterling balloon catheter was advanced for post-dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.